Event description:
One pt sample with discrepant potassium results. Initial result gave 5.3 mmol/l; repeat gave 4.4 mmol/l. Sample repeated next day gave 4.4 mmol/l. Initial result was reported. No adverse events reported in association with the incorrect result. The field service representative determined the sipper nozzle was out of adjustment and there was a problem with the sipper syringe unit sv. Adjusted the sipper nozzle to correct height; assured is and diluent nozzles were adjusted correctly, and replaced sipper syringe sv. Performance tests were performed and within specification.